Event description:
Reporter alleged obtaining a discrepant blood glucose result of 14 mg/dl back to back with a result of 80 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that he ate breakfast and took his normal 10 units of novolog after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.